Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would not cut. Another device was opened to complete the case. The case was completed with no patient consequence.